Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported, "hardening of implants and tightness across chest". Also, "worried about implants". And would like to "have them removed". Additionally, patient reported, a capsular contracture, baker grade ii. Later, grade IV. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2 b5 h6.

Event description:
Healthcare professional later reported "patient did not have a rupture, capsular contraction or any other complaint. Patient only had the implants removed due to concerns about bialcl". This record is for the right side. The device has been explanted and replaced with another manufacture's device.